Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.g2: report source - distributor added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in a the left anterior descending coronary artery that was both mildly calcified and tortuous. The 3.00x48mm xience xpedition stent delivery system was advanced to the lesion. Deployment was attempted, but the balloon failed to inflate, so the device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another stent was implanted to complete the procedure without further issue. No additional information was provided.